Manufacturer narrative:
(B)(4) was used to capture the patient undergoing surgical intervention. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged, exhibiting pacing not delivered when required and undersensing. The device was the explanted and replaced. No additional adverse patient effects were reported.